Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had button issues and she removed the device for four hours; afterwards her blood glucose jumped to 400 mg/dl. The customer treated with manual insulin injections. Prior to the hyperglycemia the customer's insulin pump alarmed with button error. The patient's blood glucose at the time of incident was 177 mg/dl. Troubleshooting was initiated and the customer stated that rain was flying everywhere and despite being under a cover the weather was very humid and the insulin pump may have gotten wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.